Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there was an issue with the device plunger.

Manufacturer narrative:
Corrections/updates were made to: b5, d10, g1, g4, g7, h2, h3, h6 (method, results, conclusion), h10 and h11. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications and released back to the customer. A review of the device history record for (B)(6) was performed from date of manufacture (B)(6) 2013 to the present date (B)(6) 2020 and note that this device has been returned for service three times without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was an issue with the device plunger. There was no patient involvement.